Event description:
The subject is pod #16, s/p sigmoid colectomy with primary anastomosis, cystoscopy and placement of b/1 ureteral stents, and rives stoppa ventral hernia repair and inguinal hernia repair with strattice mesh on ((B)(6)). Small colovesical fistula noted intra-operatively. She was afebrile throughout her initial hospitalization and she was discharged on (B)(6) when she exhibited return of bowel function. However, she presented to clinic on (B)(6) reporting purulent drainage from her laparotomy incision plus subjective fevers and both the superior and inferior aspects of her incision were opened to allow adequate drainage and packed with iodoform gauze. She denies any purulent drainage over the last few days from her incision. However, the nurse performing her home wound care raised concern about the superior-right aspect of her incision and when she spiked a fever; pt contacted the surgeon and was instructed to go to the emergency department for eval. The subject was admitted to the hospital on (B)(6)2014 after presenting with a fever of 101.6x1, nausea, dry-heaving, poor po intake, and constipation. Gi symptom duration x 5 days, although has constipation at baseline 2/2 ibs. She was diagnosed with a deep surgical site infection that was possibly related to the device.